Event description:
The event is reported as: patient was connected to a hudson rci catalog #1667, ventilator monitoring adaptor circuit, lot # unknown instead of a hudson trache "t" oxygenator, catalog # 1668. In this instance, the alleged misapplication of the device resulted in a female patient suffering permanent brain damage and is comatose while undergoing an undefined biopsy. The hudson #1667 that was connected to the patient allowed gas inhalation, but patient exhalation could not overcome the resistance of the one way gas valves. Detailed information is extremely limited at this time. Attempts are being made to get more information.

Manufacturer narrative:
Unknown if sample is available for investigation. The investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.